Manufacturer narrative:
(B)(4).

Event description:
It was reported in a literature publication that two patients developed progressive osteolysis with subsidence and segmental kyphosis following cervical disc arthroplasty with implant of an artificial disc. Patient b had a two-level hybrid construct with disc arthroplasty at c5-c6 and stand-alone anchored peek cervical interbody device atc6-7. Patient b had complete relief of pre-operative symptoms after treatment. The patient continues to do well even at most recent follow up 13 months post-op. However, radiographs have demonstrated progressing lucency, increasing subsidence, and worsening segmental kyphosis at the disc arthroplasty level. No additional treatment was reported for patient b.